Manufacturer narrative:
Note: refer to medwatch report (MDR) with patient identifier (B)(6) for the MDR submission of the backup patient side cart (psc)sk0664, part number 380652-33 serial number (B)(6) which captures arm1 recoverable faults. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse evaluated patient side cart sk2458 arm 1 and arm 3 and completed and passed dte powered friction tests. No trouble found. Fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. System log review was conducted by senior failure analysis engineer and reported the following: the system logs were reviewed from this procedure and there are no errors related to the reported event. The system logs from before and after the procedure was reviewed, and there have been no other occurrences that would suggest faults related to the reported event. The information in the logs regarding the other complaints have been reviewed and they have no bearing on the reported adverse event. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse was unable to reproduce reported problem. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during da vinci-assisted gastric bypass (roux-en-y) procedure while patient side cart (psc) sk2458 was initially being used, the arm #1 moved randomly which caused tissue tear and bleeding. The system/ instruments were inspected prior to use and no unusual findings were observed. There were no alarms noted, no alarm for arm movement without being clutched was observed. The psc was locked into place and was stationary during the procedure. The surgeon¿s head was in the console and their hands were on the master controller when the arm #1 moved on its own. The bleeding site where there was tissue tear was cauterized and the bleeding stopped. Once cauterized, there were no further issues with the injury/ bleeding for the rest of the case. The patient did not require blood transfusion. There was also arm #3 issue where the customer reported there was clicking when removing and inserting the vessel sealer extend (vse) instrument. The arm #3 would not move at the insertion axis. The onsite logs show no related errors. The surgeon stated that they have tried loosening the drape on arm #3 with no resolution. The customer changed vse, trocars and checked drapes for proper placement. Technical service engineer (tse) asked if they have checked the cannula on arm #3 for roundness and the customer stated they have, and it looks good. A backup psc-sk0064 was used to continue with the procedure. The customer reported everything seemed to start up as normal and function as normal up until the issue with the arms began. The procedure was delayed due to issues with arm #1, arm #3, tissue tear, bleeding and repair of the tissue. The procedure was completed, and no adverse post-operative complication was reported due to the event.